Event description:
Reporter indicated an unknown female vns patient had been defibrillated due to a ventricular tachycardia arrhythmia in a cardiac care unit of a hospital. The defibrillation was felt to have possibly damaged the vns, and it was reported the vns "was not working right". The malfunction event has been reported via MDR #1644487-2012-01067. The reporter declined to provide any additional information other than the treating neurologist's information. All attempts to the treating neurologist for further information have been unsuccessful to date.